Event description:
It was reported the patient's stimulation was turning off. The event occurred while the patient was at an amphitheater with large speakers. The patient was able to turn her stimulation back on afterwards.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial # (B)(4), product type programmer; patient product ID 3387s-40, lot # v006969, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0519661v, implanted: (B)(6) 2005, product type lead. (B)(4).